Manufacturer narrative:
During device inspection and testing, service found that the bending angle in right direction was out of specification due to wear of the angulation wire, the plastic distal end cover was dented, the adhesive around the objective lens was chipped, the adhesive around the light guide lens was cracked, the adhesive around the hold ring was cracked, and the nozzle was deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that there was a gap between the distal end and the hold ring. This report is being submitted for the malfunction found during device evaluation (gap between distal end and hold ring). There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the issue (gap between distal end and hold ring) occurred by physical stress. However, conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect/prevent the issue: operation manual_ preparation and inspection_ inspection of the endoscope ¿- inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ operation manual_ important information ¿ please read before use_ warnings and cautions ¿- warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.